Event description:
It was reported that the patient died. Vascular access was obtained via the right radial artery. The target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad) which had a slight angulation. A 1.50mm rotablator rotalink plus was selected for use. After two rotablator runs were performed on the proximal lad, the burr was advanced to the mid lad for more rotablation. The burr was removed by activating dynaglide and withdrawing the device into the guider and out of the patient body. No resistance was encountered during removal. After rotablation, a large perforation was noted in the mid lad. The physician first implanted a non-boston scientific covered stent for treatment followed by a 3.0x32mm synergy stent to plaster the proximal part of covered stent. It was discovered that the patient was still bleeding through the covered stent and a second layer of covered stent was implanted. The patient condition was stable but three hours later, they presented with unstable hemodynamic conditions and passed on. The physician believed the cause of death to be the perforation.